Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v561268, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Product ID: 3093-33, serial/lot #: (B)(4), ubd: 08-oct-2014, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. When the pocket was opened to complete a battery replacement, crunchy flaky tissue was discovered around the battery which was described as crystallized sugar so the tissue was sent to pathology. The lead was found to be fractured and it was unknown as to whether that was present prior to the surgeon and rep trying to remove the battery from the crunchy tissue. No environmental/external/patient factors that may have led or contributed to the issue are known. The system was removed and a new one was placed on the opposite side. The tissue was cleaned up and sent to pathology. It is unknown at the time of the report if the issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign materi al was observed in the implantable neurostimulator (ins) connector port. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductors were broken in the body of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.